Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open despite the application of force. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary legacy half-height drawer 3.1 had become stuck. A field service engineer identified that the bearing cage had come off the back of the slide, and the slide bumpers were missing. The fse pushed the bearing cages back and installed new slide bumpers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.